Event description:
The customer reported chemotherapy backflow from secondary infusion into primary infusion bag. There was no report of patient harm or medical intervention. No additional patient or event details were provided by the customer.

Manufacturer narrative:
(B)(4). Patient information requested and all available information is included in sections a and b. This report was filed by the manufacturer. No product will be returned per the customer. The customer complaint of backflow could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified.